Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, the connector disconnects on the bd phaseal¿ connector luer lock c35 which results in medication leaking. There was no report of injury or medical interventions.

Manufacturer narrative:
No picture or sample available. Two retained samples have been evaluated. Visual inspection shows no defects. No problems found during the connection. Correct welding, connection of the membrane and well assembly of the cap are also verified. Leakage tests performed. No leak found. No quality notifications are found in device history record. No defect found in retained samples. No root cause found.